Event description:
The subject device was used during an unspecified lower gastrointestinal surgery, and the probe damage error occurred. The ptfe pad of the device was partially separated. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was partially separated. The probe and the jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad was worn and separated. Considering the evaluation result of the subject device, omsc concluded that the pad worn occurred since the user continued activating output for an extended time after the tissue already cut, which caused the contact between the probe and the jaw. Because the user kept outputting in its state,the contact marks and the reported error occurred. Based upon the finding of the evaluation, this report appears to be related to user handling.